Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of date of event: (B)(6) 2014.

Event description:
Consumer complaint of about high blood results. Customer normal results are 100-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (425) and the lowest normal result (100) is located in zone d. No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer normal results are 100-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (425) and the lowest normal result (100) is located in zone d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.